Manufacturer narrative:
Per the instructions for use (IFU) the retroflex 3 delivery system is indicated for the transfemoral delivery of the edwards sapien transcatheter heart valve. The safety and effectiveness of this device via transaortic approach is not endorsed or recommended by edwards lifesciences. Per the instructions for use, cardiovascular injuries (including perforation or dissection of vessels, ventricle, myocardium or valvular structures) are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the lv perforation during the procedure cannot be confirmed; however, it appears that the event was related to procedural factors. Per report, while trying to cross the native valve with the delivery system, the physician attempted to withdraw the device without stabilizing it first which in turn moved the device nosecone towards the lv apex. In the angiography, the nosecone was seen pressed into the lv apex. The device was not available for evaluation, however, there was not allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported to the edwards lifesciences clinical specialist, after a successful valve deployment during a transaortic tavr procedure with a 26mm retroflex3 (rf3) delivery system the images confirmed a left ventricle (lv) perforation which was surgically repaired. Case summary: the cts deemed access would be best from the trans-aortic approach due to his low ef% and pvd. After uneventful bav, the delivery system was introduced and positioned across the native valve. Post deployment the valve was positioned 50:50 with trace perivalvular leak and no central leak. The delivery system was withdrawn from the sheath. When the delivery system was returned to the prep table and the guide wire lumen was flushed a small piece of yellowish tissue flushed onto the towel. This was immediately shown to the physician team. It was noted at this time that the patient had developed st-t changes on the monitor and the systolic blood pressure dropped to 70mmhg. The native left coronary artery (lca) and both saphenous vein grafts (svg) were patent in images. Tee revealed a 1.5cm pericardial posterior effusion. A contrast stain was also evident in the pericardial space under fluoro. A pericardial tap was performed and 200cc's of frank red blood were removed from the pericardial space and placed in a cell saver and protamine was administered. The patient then went into transient 2nd degree heart block (3:1 conduction) and then an episode of sinus tachycardia. After the surgeon removed the 24f sheath from the patient's aorta and completed surgical closure, a clot was noted in the pericardium. The pericardial pigtail was repositioned and 200 cc's of blood were removed. It was determined that the perforation was mid-cavity lv. The patient was hemodynamically stable but continued to drain blood. One unit of blood was also hung. After deliberation, the physicians deemed it necessary to perform a full sternotomy and repair of the perforation. During post-case discussion, it was considered that the flex catheter was withdrawn without complete stabilization of the system, which led to the nosecone of the catheter being advanced into the apex of the heart ¿after getting somewhat hung up in the lv cavity¿. It could be seen on angiography when the delivery system nosecone was pressed into the lv apex. It was informed that one week after tavr the patient was still in the hospital, but doing very well. A ppm was not needed. There was no allegation of a sapien valve malfunction. No further adverse events were reported for this patient.